Manufacturer narrative:
The calibration and qc data were acceptable. The alarm trace noted no issues on the date of the event. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys troponin t hs result for one patient with the cobas e 801 module serial number (B)(4). On 05-nov-2020 at 16:39 the initial result was 246 ng/l. On 05-nov-2020 at 22:37 a second sample was tested with a result of 24.9 ng/l. On 06-nov-2020 at 09:35 the initial sample repeated result was 19.4 ng/l and the second sample repeated result was 24.8 ng/l. The questionable high result was reported outside of the laboratory and questioned by the doctor.